Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227 h6: additional patient code: 1932-inflammation a summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #16 was removed due to severe infection with bone loss. Symptoms as a result of the event: pain and inflammation.

Event description:
Additional information was received updating the implant placement date.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. Correction: the implant placement date was updated from (B)(6), 2025 to (B)(6), 2021. The following sections are being reported: b4: date of this report was updated. B5: additional information was provided. D6a: implant placement date was updated g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H11: narrative/data was updated.